Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they turned the device too high to get it to work and tuned it back down and would like for it to work better. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2c73p, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think the device is malfunctioning because, suddenly about an hour ago they started to feel a burning deep inside where the wire is and they cannot get their external equipment to connect and were concerned the lead had moved. Worked with callers to use the communicator and handset to connect to the ins, patient and their spouse said it was set on program 2 on 2.9. Callers were successful to connect, patient wanted stimulation turned off and the spouse was successful to turn stim off. Patient said they did not yet notice the burning improve yet. Patient will monitor if turning stimulation off helped and will report their medical symptoms to their doctor. Callers said the patient has not had any other medical t ests or procedures nor had any falls or traumas.